Event description:
It was reported that the patient experienced chest pain and presented to the emergency department. It was also reported that the device reached end of service (eos) due to battery impedance. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2004. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.